Event description:
Reporter indicated that her programming system was not functioning properly. She further stated that she was unable to establish communication with a patient's device. The battery was replaced in the wand, however, the issue continued. The nurse was sent a new programming system and attempts to have the old programming system returned to the manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.